Event description:
During a muscle biopsy procedure, customer stated that the device tip fractured upon deployment. Removal of the device caused increased pain to the pt and a piece of the device tip were left in the pt.

Manufacturer narrative:
Photographic images were supplied of the product used in the procedure. The tip of the biopince needle set is crushed inward. Our dfu states that the biopince instrument is for use only for core biopsies of soft tissue, such as liver, kidney, abdominal masses, etc., as they used the licensed physician. The customer states they used the device for a muscle biopsy. Damage may be experienced with the biopince device if the device is used to obtain biopsy from something other than soft tissues. We will continue to monitor and trend.